Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that erosion occurred. The patient was admitted with drainage around the device site. Blood cultures were positive for (B)(4). A transesophageal echocardiogram was performed and was negative for vegetation. The implantable cardioverter defibrillator (ICD) system was explanted and later replaced. The patient was a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.